Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. After four weeks, retrieval of the inferior vena cava filter was performed. An inferior vena cavagram showed that there was an inferior vena cava filter in place within the lower inferior vena cava, just above the iliac bifurcation. The filter was significantly tilted, and the hook appeared completely embedded within the caval wall. There was no filling defect to suggest thrombus within the inferior vena cava. At first point, through the right internal jugular vein access, a snare retrieval device was used to remove the filter; however, due to the tip being embedded in the wall, the snare could not be advanced around the hook. At a second point, the right internal jugular vein was accessed, and a rim catheter was then advanced over a wire into the inferior vena cava and used to create an in vivo snare around the exposed neck of the filter. Despite significant traction on the in vivo snare, the filter hook could not be freed from the caval wall. The patient experienced discomfort during this portion of the procedure and therefore, attempts at removing the filter were ended. Completion cavagram was performed, that demonstrated no change since prior to the filter removal attempt. After 4 years 11 months later, a computed tomography (CT) revealed the superior extent of inferior vena cava filter was at l2-l3 disk space; inferior extent at l3-l4 disk space. A total of 6 prongs had perforated the inferior vena cava. Maximum distance of prongs perforated was 9 mm. A prong had perforated the pancreas and aorta. Coronal images showed 14-degree tilt left to right; sagittal images showed 3-degree tilt posterior to anterior. After 1 year, second attempt was made to retrieve the filter. Through the ultrasound-guided right internal jugular vein access, multiple devices were used, and bronchial forceps was advanced to dissect the hook away from the wall. The neck of the filter was grasped, but the filter could not be removed through the non-braided sheath, as the sheath repeatedly buckled and deformed. Ultimately, the sheath was removed, and a 12-french braided sheath was advanced to the top of the filter, which was now slightly tilted and with legs flipped vertically from manipulation by the forceps. A reverse curve catheter and glide wire were used to engage the filter hook, which had now peeled away from the wall of the vena cava. The wire was then used to snare the hook. The filter was then captured in the 12-french sheath and was safely removed in its entirety. Therefore, the investigation is confirmed for alleged retrieval difficulties, material deformation and perforation of the ivc. Per medical records, multiple attempts were made to engage the apex of the filter using snare and forceps but were unsuccessful due to filter tilt and embedment. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 02/2015).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated into organs. The device was removed percutaneously after an attempted but unsuccessful percutaneous removal procedure. It was reported that the patient experienced pain and swelling after the final removal attempt; however, the current status of the patient is unknown.